Event description:
It was reported that during a gastrectomy procedure, the blade was broken off during use outside the patient. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.